Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event while using the ilet bionic pancreas, during which multiple oral carbohydrates including juice, glucose, and sugar water were administered, and assistance from another person was required due to inability to self-treat; the user also lost consciousness and had a seizure. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a medical device problem and insufficient information regarding the specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.